Event description:
It was reported that the customer's insulin pump had been damaged. Customer's blood glucose level was not provided at time of reporting. Nothing further reported

Manufacturer narrative:
Pump received with cracked case on the lcd display window corners, cracked lcd display window, minor scratches on lcd display window, scratches on the reservoir tube window, and cracks on the reservoir tube. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.